Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholestectomy - "information given by surgeon and surgical assistant - a lap chole was performed on monday afternoon. The clips were placed on the duct and artery and seemed to be secure and in place. Procedure went as planned and patient was closed and sent to pacu. While in pacu the patient seemed to decline in health and was rushed back to the or. Once surgeon opened the patient and got inside the abdomen, states that he did not see any clips on the artery and it was bleeding out." Intervention - "patient was taken back into surgery to ligate the artery and control the bleeding." Patient status - "in ICU".

Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.